Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer downloaded the logs, replaced the turbine module and the ventilator was put back in service. The evaluation of the ventilator¿s logs confirm the occurrence of the reported error code during ongoing ventilation. The error code was followed by the alarm o2 concentration high, which implies that the turbine module had stopped and ventilation was continuing with the oxygen gas. The ventilator was set into the standby mode four minutes afterwards. The ventilator failed the blower inlet test during the pre-use check that was performed after the event. The returned turbine module was mounted in a reference ventilator. The ventilator passed the pre-use checks prior to and after simulated testing. The simulated testing during ventilation for 26 hours did not reproduce the failure. Further investigation of the turbine module was not done. Instead its manufacture date was checked and it was confirmed that it was manufactured in mid-2020 a period during which there was a high production rate caused by the covid -19 pandemic. The conclusion in the matter based on the occurrence of the technical error during use, the non-reproducing of the fault during our testing and the manufacture period of the turbine is that the fault is intermittent but most probable due to a not completely broken wire inside the turbine motor. The cause of breakage from our extended investigation of the turbines is attributed to inadequate relaxation time for the coil segments outer diameter after assembly due to the high production rate. This led to a larger gap when mounted together and a lower adhesion force of the glue used for assembly, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result. The production process was revised to prevent reoccurrence.